Manufacturer narrative:
Follow-up # 1 (07/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The meter was found to work properly. Since the test strip lot number was not provided by the patient, pa was unable perform strip investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 12:30pm the patient alleged obtaining a reading of "419mg/dl" on her lfs meter. The patient reported using insulin pump therapy (type unknown) to manage her diabetes. In response to the obtained reading, the patient reported her medtronic insulin pump called for 41 units; however she felt the reading to be reading inaccurately high, so she suspended the bolus dose at 25 units. On (B)(6) 2012 at 2:30-3:00pm, the patient reported "feeling disoriented." On (B)(6) 2012 at 3:30pm, the patient reported emergency medical services (ems) measured her blood glucose an obtained a reading of "35 mg/dl." The patient was treated with food or drink at 3:30pm. It is unclear who called ems for the patient. It is unknown if any blood glucose readings were obtained after the patient was treated. It is unknown if the patient was taken to the emergency room (ER) to be treated for an acute complication of diabetes. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. However a control solution test was not run due to the patient not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly tested on the lfs device, obtained an inaccurate high reading, administered insulin accordingly and a blood glucose reading suggestive of severe hypoglycemia was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.